Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different performa meters, within 10 minutes: 271 mg/dl (system 1) and 108 mg/dl (system 2). No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.